Manufacturer narrative:
A direct correlation between left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation.bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a total of 3 units red blood cells were transfused and the patient was watched for stability. The gi bleed reportedly resolved on (B)(6) 2017 and the patient was discharged to rehab with a hemoglobin & hematocrit (h&h) of 10.4 g/dl & 30.2%. The patient was to take 81 mg aspirin daily, but no coumadin.

Manufacturer narrative:
(B)(6). The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- (B)(6). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was taken to the hospital from a rehabilitation facility on (B)(6) 2017 due to developing shortness of breath. During evaluation, the patient was found to have a hemoglobin of 7.3 g/dl and hematocrit of 21.1 percent. The patient was admitted and transfused with 3 units of packed red blood cells. The patient had a history of admissions for anemia, thought to be related to pre-vad diagnosed cameron lesions. During admission, gastroenterology was consulted and they felt there was too much bleeding to associate it to the small cameron lesions. On (B)(6) 2017, an esophagogastroduodenoscopy revealed healing cameron lesions and two arteriovenous malformations (avms); the remaining gastric mucosa was normal. The avms were ablated with gold probe electrocautery. The patient had been off of anticoagulation for an unspecified extended period of time; however it was decided that the patient could begin on aspirin 81mg. No additional information was provided.